Event description:
It was reported that a patient under went a gynecological procedure in 2008. During the procedure, the disposable and piece stopped working. No further information was known and no adverse patient consequences were reported.

Manufacturer narrative:
(Blade seized/stopped) - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2008-00674 and medwatch 2210968-2008-00675. The same patient is represented in each medwatch.